Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The product was evaluated. An external visual inspection was performed and failed due to a missing sensor wire. The allegation was confirmed. The probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. Date of issue is an approximation. The patient¿s mother stated when they attempted to insert the sensor into the abdomen on (B)(6) 2020, the needle and sensor penetrated the skin; however, the patient was unable to remove the applicator. The patient¿s parents were able to remove the adhesive patch which allowed them to remove the applicator. When the applicator was removed, the needle retracted back into the applicator; however, the sensor wire detached from the sensor pod and remained in the skin. The patient was evaluated in the emergency department (ed) on (B)(6) 2020, an x-ray was performed and was positive for a retained wire. The ed physician attempted to remove the sensor wire but was unable. Fluoroscopy guided extraction of the wire was scheduled for (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.